Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the control unit did not function, the motor had low wattage, the device did not respond and the electronic control unit was faulty on the small battery drive device. It was further determined that the device failed pretests for check power with test bench, check the triggers and ecu function, check switching function, check the oscillation angle and check the off/osc/on switch mode function. It was noted in the service order that the device would not operate. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.